Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the screw in the ventricular channel of the device was blocked. The device was explanted and replaced. No patient complications have been reported as a result of this event.